Event description:
It was reported that during an attempted implant, crosstalk was seen. Troubleshooting was performed but crosstalk was still observed. Another device was implanted.

Manufacturer narrative:
The reported crosstalk was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.